Event description:
It was reported to philips healthcare that the heartstart xl failed to charge up. The device was powered off and back on and the device successfully charged up. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.